Event description:
A customer complained on (B)(6) 2021 about what was described as an isolated event of camera misread for abo typing using an ortho vision swift mts analyzer. Date of event: (B)(6) 2021. Complainant name: (B)(6), laboratory supervisor. Complaint reporter name : ortho laboratory specialist (B)(6). Reported on: (B)(6) 2021 by the customer to (B)(6) who reported it to ortho care helpdesk reagents: the same products lots were used on both ortho vision swift mts / and ortho provue analyzers: mts abd and reverse gel card lot: 071521037-01, expiry date 16 april 2022. 0.8% affirmagen lot: 8a336 expiry date 02 november 2021. Patient information: sample ID: (B)(6). This patient was not transfused. Analyzers: ortho ls (B)(6) was on site for the correlation study on the new ortho vision swift mts analyzers (#(B)(4)). The customer is not using the ortho vision swift mts analyzers to report results yet. Software versions: (B)(4). The reporter said that on (B)(6) 2021, the customer did run a patient sample on the ortho provue analyzer for abo forward and reverse typing and that the mts card was brought back for user review/acceptance with no conclusion provided by the analyzer for abo typing. The customer said that they do not remember what it was initially, but visually, they could clearly see the mixed field and that a "?" Was displayed by the ortho provue analyzer for abo typing. The reporter said that the customer modified the result to mixed field reaction on forward column with anti-a(abo1) reagent. Per customer's procedure, when they are getting a mixed field, they are repeating the testing using a manual tube method, reading visually and confirming under the microscope. The reporter said that a 3+ mixed field reaction was confirmed with the manual tube testing. The customer did an a lectin testing and got a negative reaction. The following result was reported: group a d(rh1) antigen positive, 3+ dual population. The reporter said that on (B)(6) 2021, the customer retested that sample on both ortho vision swift mts analyzers, for correlation purposes and from images provided it is understood that they obtained: * with ortho vision swift mts analyzer #(B)(4): mixed field reaction on forward a column, as expected by customer. The analyzer did not interpret the blood group, it report "? D(rh1) antigen positive" *with ortho vision swift mts analyzer #(B)(4): mixed field on forward a column as expected by customer. The analyzer did not interpret the blood group, it report "? D(rh1) antigen positive". * with ortho vision swift mts analyzer #(B)(4): 4+ on forward a column. The analyzer did the interpretation: a d(rh1) antigen positive where the customer was expecting a mixed field reaction. The customer retested on the same day the same sample for abo typing using the manual tube method and confirmed a 3+ mixed field reaction (under the microscope). The customer reported that no biased result was reported to a physician as the ortho vision swift mts analyzer is not yet in routine. The customer reported that the patient was not harmed.

Manufacturer narrative:
Discrepant grading for abo forward grouping result for 1 patient. The discrepant grading was not confirmed. The customer was expecting a blood group a d(rh1) positive with dual population as reported to the physician. The root cause of the missed mixed field population could not be determined. No general product failure is identified. No biased result was reported. The patient was not harmed. (B)(4).